Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned severed portion of the lead was performed. Three terminal legs were returned. Blood/body fluid was noted on the terminals. There was a cut noted in the terminal molding of the proximal high voltage (hv) molding. Electrically, the returned portion was found to be continuous. Additional laboratory testing was unable to be performed due to the segments returned. The reported clinical observations were unable to be confirmed through analysis testing.

Manufacturer narrative:
Approximately four months later this lead was returned for analysis. No information regarding the procedure or patient status was provided. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that there was significant noise on the pace/sense portion of this implantable right ventricular (rv) defibrillation lead. There was suspicion that the pace/sense portion of lead had a conductor fracture. There had been one inappropriate shock delivered due to the noise while the patient was reaching across their body. There were also numerous non-sustained ventricular tachycardia (nsvt) episodes stored. There were also small decreases in pacing impedance measurements and sensing. The patient is on the transplant list and remains in the hospital. The tachycardia mode on the device was turned off, however brady pacing therapy remains on. To date, there have been no adverse patient effects reported.